Manufacturer narrative:
Concomitant medical products: exactamix-500cc h938738 or intravia-500cc 258003. The reported event involving a pump module with air in line alarms could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The root cause of this failure was not identified. Date of event reported as (B)(6) 2019. Although requested, patient demographics were not provided.

Event description:
It was reported that the device alarmed air in line during an infusion of daratumumab at a rate of 200 ml/hr. Due to the frequent air line alarms, the infusion had to be reprogrammed to infuse at a slower rate. The patient opted to not wait for the treatment, due to the delay.